Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 16 applications were performed with a non-returned balloon catheter afapro28 with lot number 98925 without any issue on the date of the event. Clinical issues (tamponade, hypotension and effusion) were encountered during the procedure. There is no indication of a malfunction of the product related to the adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, several attempts were made to cross the septum during the transseptal puncture. The case was continued with cryo. On the last freeze, the patient's blood pressure dropped and an effusion was observed on ice with a tamponade. A pericardiocentesis was performed. The patient's hospitalization stay was extended. The case was completed with cryo. No further patient complications have been reported as a result of this event.